Manufacturer narrative:
Section f completed by the MFR based on info received from the reporter. The infusion pump was tested by the hosp biomedical engineering department. It was reported that no abnormalities in the electrical safety testing of pump were found. The pump was not returned to baxter healthcare for evaluation.

Event description:
It was reported that on 7/6/1997 a nurse was in the process of opening the door of the intravenous infusion pump when he experienced an electrical "shock". He was seen in employee health and by a physician for nubness and tingling in the left hand. Certain diagnostic testing was done and he was sent home on tylenol. He was followed up by a physician shortly thereafter. The hospital's workers compensation carrier has informed them that a claim has been made. No additional info regarding the nurse's status has been received.